Event description:
It was reported by a hospital staff member that the patient presented to the emergency room in cardiac arrest and died. Information identified in the manufactures database indicated the patient died six weeks after the implantable pulse generator (ipg) was implanted. Additional circumstances surrounding the death were requested and not received.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.